Event description:
Arthroscopic acl repair - arthrex nitinol guide (cat # ar-1898s) pin broke into two pieces during the case when attempted to remove pin. Both pieces were removed in their entirety. FDA safety report ID# (B)(4).